Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224drg defibrillator, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that during a routine device interrogation the right atrial (ra) lead had low atrial sensing due to the subjects junctional rhythm. No action was taken and the ra lead remains in use. The patient was a participant in the product surveillance registry. No patient complications have been reported as a result of this event.